Manufacturer narrative:
(B)(4). Date sent: 06/20/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 07/09/2025. D4: batch #254d75. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with a gst45g reload loaded on the device. The reload was received fully fired and with damage on reload deck. In addition, 1 b-formed staple was received inside of a plastic bag. The damage to the reload is consistent with the device being clamped over a hard object. The device event log was reviewed. The log indicates that no suspect power cycles were not. Upon visual inspection, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced. In addition, the manual override door was noted to be out of position and not present; however, the bailout system was not activated. As additional testing, the bailout door was installed and then, the knife reverse switch was activated and the knife returned to the home position as expected. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The event described of difficult to actuate manual override, manual override would not work, would not knife home could not be confirmed as once the device completed the firing sequence the knife returned home as intended and the manual override was totally functional. As part of ethicon endo surgery's quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 254d75, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 06/18/2025 d4: batch #unk. Additional information was requested, and the following was obtained: device locked out when the knife started to proceed and cut with some staples being formed but could not complete the full cut length. - device was locked out on the tissue with the jaws closed. To remove the device from the patient, the staff opened another ech45s and cut out the inoperative stapler with a stapling line just next to the inoperative stapler still grasping the tissue. - trouble shooting sequence: 1.)squeezing the closing trigger while simultaneously depressing the anvil release button 2.)the home/knife reverse switch was pressed and there was no response from the device. Then the or staff tried to retrieve the knife manually by removed the manual override access panel however the manual lever did not move and remained stiff despite the efforts of the staff. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech45s, with lot/batch number m9ax9z, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats lobectomy procedure, the powered echelon 3000 stapler (ech45s) failed to retract the knife blade back to the original position. When clamping the parenchyma tissue and closing the closing trigger, the stapler was fired and it felt like it was struggling with knife not really advancing until the end. The jaws did not return and the operator could not open the jaws. The home/knife reverse switch was pressed and there was no response from the device. Then they tried to retrieve the knife manually by removed the manual override access panel; however, the manual lever did not move and remained stiff despite the efforts of the staff. To remove the stapler from the patient, the staff opened another ech45s and cut out the inoperative stapler with a stapling line just next to the inoperative stapler still grasping the tissue. The new stapler worked just fine to complete the procedure with a delay of 10 minutes. They had also tried to remove the battery from the second ech45s (the one that worked fine) and inserting it to the inoperative one to see if it would retract the knife and it did not since the manual lever was not moved. There was no patient consequence reported. Additional information requested.